Manufacturer narrative:
Upon review of the device history for the serial number (B)(4) it was determined that the device was manufactured on (B)(6) 2016 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). At the time of this report the glidescope avl video baton 3-4 has not been returned to verathon for evaluation, however the return of the video baton is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently when the cable was manipulated. No delay in the procedure, use of a backup device, or harm to the patient or the user was reported.